Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display was dim and denied moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted with no visible display; audio and vibration were both present. The display failed due to a failed display flex. The pump booted to the verify screen with a test display. Product analysis could not duplicate the customer complaint of a dim red screen due to the failed display flex. Unrelated to the display issue, the battery compartment was observed to be cracked from the battery cap toward the case seal. There was evidence of moisture noted in the battery compartment. A leak test was performed and the pump failed due to the crack in the battery compartment. The pump was opened and no other evidence of moisture was noted.